Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that, the cust was hospitalized on (B)(6) 2019 due to diabetes ketoacidosis with high blood glucose of the 501 mg/dl. Customer was unsure if insulin pump system has been in use within 48 hours of reported high blood glucose event. The customer was admitted to intensive care unit and treated with insulin drip. Customer declined to perform a carelink upload. In the history the blood glucose was 500 mg/dl. Did a self test and displacement test and both the tests were passed. The device will not be returned for analysis.